Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-08344. It was reported that patient experienced undesirable stimulation in abdominal area. The patient underwent surgical intervention on (B)(6) 2017, wherein the leads were explanted and replaced with a single lead.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-08344. Symptoms have resolved postoperatively.